Event description:
The waveform dampened on the 8 fr. Iab and there was no augmentation. The iab was not returned to datascope for evaluation. The iab was discarded. Event complications: unknown - reported 9/29/98. Pt's current status: unk - reported 9/29/98.